Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It is reported that when inserting a screw, the threads stripped of screw.